Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned to the baxter tampa bay facility for evaluation. The device passed all tests and was found to be within specifications. The assignable cause of the iipv confirmed in the logs, but not duplicated during pal evaluation was: insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the therapy logs: on (B)(6) 2011 at 10:02:10 with drain volume of 4021 ml + post therapy drain 17 ml = 4038 ml during cycle 4. The fill volume is 2500 ml. This drain volume meets baxter's iipv criteria. There was patient involvement but no patient injury or medical intervention was reported.